Event description:
It was reported that balloon rupture occurred. This 10.0x30x75cm express ld stent was selected for use on a canine. During the procedure, once the stent was expanded, it was noted that the balloon popped far below the burst pressure.

Manufacturer narrative:
B3 - date of event: used 04/01/2025 as the event date was not reported. E1 - initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.